Event description:
A diabetes management consultant called to report that the customer was hospitalized for high bs. It was stated that the pump did have an error alarm. Customer was released from the hospital at the time of call.